Event description:
It was reported that pump screen was broken, with touchscreen remaining black, unreadable, and unresponsive. There was no reported impact to the customer¿s blood glucose level. Customer arranged for pump to be returned for evaluation, and distributor provided replacement pump.